Event description:
It was reported that the patient experienced underdose symptoms; not getting relief of spasticity. It was thought that there was a possible catheter occlusion. X-rays and a dye study were performed. The healthcare provider (hcp) had difficulty withdrawing 1ml of fluid from the catheter access port (cap) and could not push any dye through. It was stated that a revision was planned, but not yet scheduled. The patient¿s status at the time of the event was said to be alive and no injury. The patient was taking oral baclofen. The pump was used to deliver baclofen (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
The initial MDR was filed as MFR. Report # 3007566237. Additional review showed the correct manufacturing site was site # 3004209178. The implant date of the knonwn serial number was unknown.

Event description:
Additional information received reported that the patient was discharged as stable. The pump was used to deliver gablofen.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, implanted: (B)(6) 2011, product type: catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).